Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend related investigation was performed; no complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initial report was received from a healthcare professional stating that approximately ten elderly consumers experienced a corneal ulcer after wearing water innovation contact lenses. This complaint is referring to one of consumer out of ten consumers, who experienced one millimeter of marginal corneal ulcer and an unspecified infection in the right eye. It was also reported that consumer does not sleep with contact lenses, washes hands, has not changed hygiene. The consumer was treated with moxifloxacin antibiotics with an unknown frequency for an unknown period of time. The current status of the consumer¿s eye was symptoms improving at the time of this report. No additional information has been available at the time of this report.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).